Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1302979. Medical device expiration date: 31-oct-2026. Device manufacture date: 29-oct-2021. Medical device lot #: 2024137. Medical device expiration date: 31-dec-2026. Device manufacture date: 24-jan-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger movement is difficult while using bd safetyglide¿ needle. This has occurred 8 times, however, no patient impact reported. The following information was provided by the initial reporter: need to push on plunger super hard. Can't use.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 26-apr-2022. H.6. Investigation: it was reported the customer was pushing on a plunger and it would not move. To aid in the investigation, eight shelf cartons each containing fifty units in sealed packaging blisters were received and evaluated by our quality team at the needle packaging site. Seven shelf cartons for lot 2024137 and one for lot 1302979. The samples were evaluated for clogged needles. Lot 1302979 had zero defects out of fifty samples. Lot 2024137 has fifty-seven clogged needle out of three hundred and fifty samples. The samples were then sent to the needle manufacturing site for investigation. A total of four hundred samples were received. Fifty-seven in plastic bags and the remaining three hundred forty-three in shelf boxes. From the fifty-seven samples, twenty samples were randomly selected. A visual inspection was performed and no defects or imperfections were observed. Each of the twenty samples were connected to a syringe with saline solution. Fifteen samples expelled the solution with a normal flow and five did not; these needles are clogged. From the other three hundred forty-three samples, eighty samples were selected. A visual inspection was performed and no defects or imperfections were observed. Each of these samples were connected to a syringe with saline solution and all expelled the solution with a normal flow. The needle clogged defect could occur if there was a process variation at the lubrication station inducing the symptom reported. A device history record review was completed for provided material number 305916, lot numbers 2024137 and 1302979. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. The lots were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Verification of the lubrication station was performed. The settings and alignment of fixtures was correct. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that plunger movement is difficult while using bd safetyglide¿ needle. This has occurred 8 times, however, no patient impact reported. The following information was provided by the initial reporter: need to push on plunger super hard. Can't use.